Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 899 mg/dl; cause of bg not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support (tts) offered to complete a system check, however, customer unable to complete the check.